Event description:
It was reported the xience stent delivery system (sds) was advanced to the lesion in the 1st diagonal branch. However, after the sds was inflated at 11 atm, it was noted that the stent implant was not mounted on the sds balloon. The dislodged stent was found inside the protective sheath. Thus, a new xience was used to treat the lesion and after post-dilatation the procedure was completed. Reportedly, there were no patient effects. Though requested, no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.